Event description:
Pt was started on 30 ml/hr standard heparin drip 25,000 units /500 ml of d5w at 1515 on (B)(6) 2019, it was infusing via alaris pump model 8100 with ref # 12278595/ sn # (B)(4). Ptt result was 31.7 sec for blood drawn at 1513; heparin drip was increased to 36 ml/hr at 1744. Report was given to incoming night shift from 1930-2000. Upon bedside visualization, the IV pump was infusing at 36 ml/hr (1800 units) as reported and as written on the heparin protocol administration record. At 2130 when the nurse scanned the pt's medications, it was noted that the heparin bag was empty but the volume to be infused on the IV pump screen was supposed to be 370 ml. The nurse noticed that when she adjusted the IV pump, the fluid was running at a fast drip (wide open rate) even when the pump was registering a rate of 36 ml/hr (1800 units). Labs were drawn and 20 mg protamine sulfate administered for ptt result > 270 (repeated peripheral blood draw 2x). Heparin is high risk medication. Pt has recent history of bleeding from the nephrostomy tube and supra-pubic catheter. Ptt result was >270 sec; no bleeding noted, neuro assessment noted wnl. Nocturnist on call was notified and came to evaluate the pt at the bedside, blood drawn for ptt level; heparin held, exchanged the alaris pump unit and placed a work order. FDA safety report ID# (B)(4).